Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had pixels that were missing/stuck. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.